Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the submitted log file confirmed a pump stop event. Based on heartmate ii complaint history and similar reported events, the data captured in the log file consistent with potential driveline damage; however, a specific cause could not conclusively be determined through this investigation. The submitted log file contained data from 11feb2021 to 12mar2021. The pump appeared to functioned as intended on external batteries until the end of the file when the system was partially connected to the power module with a grounded patient cable. At this time, a pump stop event was captured with corresponding low speed hazard and low flow hazard alarms. This data appeared consistent with potential driveline damage. The ventricular assist device (vad) coordinator communicated that computed tomography (CT) images of the patient¿s driveline would not be available as the patient had already been discharged. The patient is currently ongoing on heartmate ii left ventricular assist system support, (B)(6). The relevant sections of the device history records (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system instructions for use (IFU) is currently available. Section 1 "introduction" of the IFU provides an explanation of all pump parameters, including pump flow. Section 4 provides more information regarding all pump parameters. In section 6 of the IFU, under ¿preparing for sleep,¿ the patient is provided instruction to ¿always connect to the power module or mobile power unit for sleeping, or when there is a chance of sleep.¿ if a patient falls asleep during battery-powered operation, the low battery alarms may not awaken the patient prior to battery depletion. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions including the low speed hazard and low flow hazard, as well as the appropriate actions associated with them. The heartmate ii left ventricular assist system (hmii lvas) patient handbook is currently available. Section 4 of this handbook contains information on ¿caring for the driveline.¿ however, all hmii lvad drivelines have the potential for wire/shield breakdown to occur depending upon the length of use and movement/flexing over time. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient went to the hospital and the vad coordinator connected them to a ppm for routine and then an alarm appeared. The vad coordinator suspected a short-to-shield issue. The patient reported that they are on batteries support. There was a red heart alarm and a non-grounded cable was requested.